Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was occluded. A 8f flexima¿ apdl was used for drainage. The device was placed in the left kidney in january 2016. The patient returned less than 4 weeks later and it was noted that the catheter was completely occluded. The physician exchanged the catheter with another of the same device. No patient complications were reported and the patient's condition is okay.